Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the tip of the infusion cannula was severed and fell into the patient eye during surgery. The piece of cannula tip was removed during the surgery. The product was replaced and surgery completed with no patient harm. A dvd is returning for evaluation.

Manufacturer narrative:
The lot complaint history was reviewed, this is the third complaint for the finish goods lot; however, the first for this issue. The device history shows the product was released per specifications. A customer reported the tip of the infusion cannula was severed when it was connected to the trocar cannula and fell into the patients eye. The tip of the infusion cannula was removed. A dvd was provided with the sample. The posterior pak manifolds, trocars, digital versatile disc (dvd) and infusion cannula were returned in a tray. The cassette and the administration line were not returned. Upon visual inspection the tip of the infusion cannula was broken off. Microscopic examination at the point of fracture along the tip of the cannula found the cannula hub in poor condition with multiple stressed induced marks and scratches where the tip broke. A review of the dvd found the infusion cannula could fully engage into the trocar during the procedure. The infusion cannula was twisted and removed and then reinserted multiple times during the course of the procedure which resulted in continuous stresses on the tip of the cannula which likely resulted in the cannula tip breaking off. It's important to note there were also third party components utilized in this procedure and were inserted near the infusion cannula. While the infusion cannula was confirmed to be broken inside the eye, the dvd showed the infusion cannula was inserted and taken out multiple times indicated by scratches/marks near the hub of the cannula. Based on poor returned condition of the sample and abnormal use, an exact root cause could not be determined. It's possible the continuous pulling of the infusion cannula in and out of the trocar caused the cannula to be broken. The dvd showed the infusion cannula was in good condition at the beginning of surgery and could properly engage. No action will be taken for this occurrence, as the root cause is unknown. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing has been made aware of this complaint. (B)(4).